Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2020-49321. It was reported the patient experienced ineffective therapy due to the leads having migrated. Patient has a history of falling for approximately the past year. Leads were explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2020-49321.